Manufacturer narrative:
A visual and photographic (10x magnification) was performed on the device. Also a functional test was performed. The screw hex was worn but functional, and appeared not to be bent. The complaint could not be confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that patient presented to dental office with loose crown. After evaluation of the dentist concluded that abutment screw was bent and the abutment had moved and it was now compromised as well.